Event description:
The patient reported hearing noise from implant after receiving a blow to the head. The healthcare professionals decided that the implant was not functioning properly and explanted the device. The manufacturer was not contacted to do diagnostic testing of the device. Note: the date of the event is approximate. Clinical summary: the patient used implant successfully for more than 10 years. Pt's implant stopped working suddenly when pt was playing roughly with a friend. The implant center tested the patient and was satisfied that the implant was no longer functioning. The patient's device was explanted and a new device reimplanted.